Manufacturer narrative:
Continuation of d10: product ID 306001 implanted: (B)(6) 2025 product type screening device product ID 306001 implanted: (B)(6) 2025 explanted: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They reported that they ordered to have an x-ray done but the patient did not go. As resolution, they will call the patient to explain the importance of x-ray. The issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown. Implanted: (B)(6) 2025: product type screening device product ID neu_unknown lot# unknown: product type unknown product ID 306001 lot# unknown implanted: (B)(6) 2025: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the patient had broken lead, lead damaged, or lead cut. The patient wen to the physician's office stating that they were having an allergic reaction to the tegaderm used during the pne trial. Before consulting with their doctor, they decided to remove the tegaderm/bandages using scissors. After they removed everything, they were concerned they had cut the wires and called the office. They spoke with the nurse practitioner to follow up about the appointment. They said that the wires appeared to be intact, but they would order an x-ray to confirm that no lead fragments remained under the skin. The cause of the event was known and the patient claimed that they cut the leads. The patient required to get an x-ray of the sacrum to confirm that the leads were completely removed from their body. If the x-ray shows that a portion of the lead(s) remains, further intervention might be necessary. The issue was not resolved and it was still ongoing.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2025 product type screening device product type unknown product ID 306001 lot# unknown implanted: (B)(6) 2025 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 306001, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.